Manufacturer narrative:
Result of investigation: the reported complaint was able to be confirmed and duplicated. Found uut to be physically damaged with a torn touch screen assembly (p/n 13324-001 rev. 02 touch screen assy, ptv) and a deeply scratch lcd display module (p/n 12746-001 rev. A assy, lcd module) due to improper handling.

Manufacturer narrative:
Vyaire medical file identification: (B)(4). The equipment was received in vyaire medical facility. A service technician verified the reported "touch screen is torn" problem. Vent passed the display check but failed the touch screen calibration. Service technician replaced the lcd display with a known good one and passed. It was determined that the root cause is the lcd display. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The customer reported to vyaire medical that enve ventilator touch screen is torn. As of this time, there is no information about patient involvement associated in this reported event.